Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and that the insulin pump alarmed no delivery during the manual prime. The blood glucose reading was over 600 mg/dl. The customer complained of lots of pain and difficulty breathing. The most recent blood glucose reading was 134 mg/dl. She reported that the no delivery alarm was resolved by a complete infusion set, reservoir and insulin change. She reported a bent infusion set cannula, noted upon removal. The cause of the alarm could not be determined because the customer was unable to troubleshoot the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.